Event description:
The pt was reportedly implanted with an unspecified cook manufacturer product on (B)(6) 2008, at (B)(6) hospital in (B)(6), to treat her chronic pelvic pain and stress urinary incontinence. The pt and her attorney have alleged that as a result, the pt has suffered pain and injury. Reportedly, due to ongoing pain, the pt required a "vaginal mesh" revision surgery on (B)(6) 2008, by dr (B)(6), in which portions of the "mesh products" were removed and other portions were reportedly unable to be removed due to being deep into the pt's tissues. The following info was not provided by the complainant: specific correlation between device performance and alleged injury, current pt status.

Manufacturer narrative:
Date of event not provided by the complainants. Product name not known due to product unspecified by the complainant. Product common name not known due to product unspecified by the complainant. Lot number not provided by the complainant, product expire date unknown as lot number not provided by the complainant, product catalog number unknown as product unspecified by complainant. Surgeon name not provided by the complainant; 510 (k) unknown as product was unspecified by the complainant. Product manufacture date unknown as lot number not provided by the complainant. Conclusions code: root cause inconclusive due to lack of details provided by the complainant. This MDR is related to MDR 1835959-2013-01590. Investigation into this claim has included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified cook manufactured product's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.